Event description:
Additional information: the procedure was a femoral to femoral crossover to treat a 70% calcified lesion in the right superficial femoral artery and right tibial-peroneal trunk. No additional information was provided.

Manufacturer narrative:
Updated information: the investigation was unable to determine a cause for the reported deployment issue. It may be possible that the distal sheath was bent or entrapped over the aortic bifurcation causing the deployment difficulty; however, ultimately this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported deployment issue. It may be possible that the distal sheath was bent or entrapped within the vessel causing the deployment difficulty; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a 7.0x20mm absolute pro self-expanding stent was unable to be fully deployed due to resistance with the thumbwheel. The stent and stent system were removed. The procedure was successfully completed with the deployment of a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.